Event description:
Trinity revision of the biolox delta ceramic head after approximately 3 months and 3 weeks due to leg length discrepancy.

Manufacturer narrative:
Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 3 months and 3 weeks due to leg length discrepancy.

Manufacturer narrative:
Per -4923 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. It was reported that during the revision the trinity biolox delta ceramic head (+4mm) was replaced with a bioball -3mm adaptor and head. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information it has been concluded that the patient's leg length discrepancy was due to the implant selection at primary surgery and not due to the device design or performance and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.